Manufacturer narrative:
Device evaluated by MFR.: the returned watchman delivery system and implant was analyzed and reported event of marker band damage was confirmed. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found the sheath was buckled 5-6cm proximal of the tip. The tip was damaged as the tri-cuts were flared, and there were abrasions on the inside of the sheath at the tip. The distal marker band was damaged. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. There was no other damage or defect found.

Event description:
It was reported that device damage post-deployment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 33mm watchman closure device and delivery system (wds) were advanced. The wds was deployed, however the patient's laa was too large and release criteria could not be met. The wds was recaptured. After fully recapturing, the marker band on the distal end of the wds appeared deformed. The physician was concerned and exchanged the 33mm wds for a 35mm wds to successfully complete the procedure.

Event description:
It was reported that device damage post-deployment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 33mm watchman closure device and delivery system (wds) were advanced. The wds was deployed, however the patient's laa was too large and release criteria could not be met. The wds was recaptured. After fully recapturing, the marker band on the distal end of the wds appeared deformed. The physician was concerned and exchanged the 33mm wds for a 35mm wds to successfully complete the procedure.